Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged related to heavy lifting. The dislodgement was discovered when the patient was hospitalized for small bowel obstruction. The dislodgement was confirmed by system interrogation and chest x-ray. The rv lead was repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.